Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (250 mg/ml at 70 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient called the clinic because of a critical alarm on their pump. The event date was reported as (B)(6) 2017. During troubleshooting, the patient told the nurse something "about a pan was fallen on the place where he has the pump implanted." Troubleshooting included looking at telemetry and log files. According to the log files from (B)(6) 2017 at 00:27, a motor stall occurred on (B)(6) 2017 at 22:55 with a recovery the same date at 23:22. No actions were taken because the motor stall had resolved. The event was considered resolved. The patient status was alive - no injury. There were no reported symptoms. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the motor stall was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported further reported that at the time the patient was seen initially at the clinic, the critical alarm was not activated. Further, the pan had slightly fallen on the patient¿s belly. The patient did not have an induction coking stove. Further, unfortunately it was not possible to identify the exact time when the pump was hit from the pan and therefore it was not possible to answer the questions ¿watertight¿ on how soon after the pump was hit did the motor stall occur. As reported, with a high probability it was a timeframe from 0-4 hours.